Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: added patient code h6: complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. H4: part/lot combination are unknown at synthes gmbh, no DHR review possible. H11 corrected data: d11; h5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to broken plate and non-union. Non-union was treated with 2.7mm variable angle locking compression olecranon plate plus autograft. Fragments were generated from a broken device and were removed easily. The original date of the implant was unknown. The procedure was successfully completed. The patient status non-union. Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity # 2) unknown cortex screws (part # unknown, lot # unknown, quantity # 4). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).